Event description:
This pt was enrolled on the (B)(4) trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6)male who presented with a ruptured aneurysm on the anterior communicating artery. The pt was coiled on (B)(6) 2014, the pt developed hemiparesis, aphasia, and left facial droop. He was brought for imaging and then to ir for possible acute stroke treatment. An angiogram was performed and no clot was found. It was assumed to have autolysed. The pt was also given intra-arterial verapamil at this time to treat suspected vasospasm. Further imaging showed and area of infarct. Though subject has residual neurological deficits, they have significantly improved since onset. The pt recovered with sequelae on (B)(6) 2014. Stroke was reported as a serious adverse event because it resulted in a medical or surgical intervention to prevent further permanent impairment to body structure or body function.